Event description:
It was reported that pump touchscreen was cracked and unresponsive. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.